Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-01-00, 11049505 - tray, 320-06-42, 02180725 - glenosphere 42mm.

Event description:
As reported, this male patient's right shoulder was revised due to dislocation. All implants were intact. The surgeon upsized the tray from zero to plus 5and upsized liner from 0mm to a 2.5mm liner. There was no delay. Patient was last known to be in stable condition following the event. Device is not returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction and incorrect sizing to compensate.